Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. The cause of the premature battery depletion was found to be an internal battery anomaly. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The cause of the field event remains undetermined.